Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the min hand activation dome. The corrosion in the domes is possibly caused when the device was soaked; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons.

Event description:
It was reported that during an unknown procedure, the instrument didn¿t worked properly. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported. One device is being returned.